Manufacturer narrative:
As reported, during sheath-device connection, the indicator wire of a 5f exoseal vascular closure device (vcd) was deployed in the wrong (opposite) direction, and since the wire did not engage with the vessel wall and no window change occurred, the device could not be used. There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. One non-sterile 5f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received fully depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white and red position. No additional anomalies were observed during this visual analysis. The functional deployment simulation evaluation could not be performed, as the unit was received fully deployed. A high magnification evaluation was attempted to assess the indicator wire loop; however, since the indicator wire was received fully retracted, the indicator wire loop could not be evaluated for damage under high magnification examination. A high magnification evaluation was also executed to assess the internal mechanism, and during this analysis, no abnormal conditions were observed. The reported event of ¿indicator wire damaged loop¿ was not observed through analysis of the returned device as the indicator wire was received retracted and the device was received fully deployed. The cause of the reported issue could not be determined. Based on the information available for review and the device received condition, it is not possible to determine what factors may have contributed to the indicator wire damaged loop event reported since the returned device did not match the event description. In addition, it was reported that the wire would not catch the vessel wall. Due to the nature of this complaint, which is patient related, the cause cannot be determined since patient-related events cannot be duplicated in the lab. It should be noted that the orientation of a fully deployed indicator wire should not be interpreted as evidence of device malfunction. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during sheath-device connection, the indicator wire of a 5f exoseal vascular closure device (vcd) was deployed in the wrong (opposite) direction, and since the wire did not engage with the vessel wall and no window change occurred, the device could not be used. There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device will be returned for evaluation.